Manufacturer narrative:
Inspection of the wire could not be done since it was discarded by the hospital, check of the device history record confirmed that savvywire lot number osw-0317 was released per specifications. One deviation was mentioned in the records, but unrelated to the complaint. Unfortunately, the wire could not be investigated, without the inspection, opsens is not able to fully investigate and conclude the cause behind the kink and fracture, therefore no definitive root cause can be assigned for the event. If there is any further relevant information provided, a follow up report will be submitted. The following precaution are mentioned in the IFU: never advance, pull or torque a savvywire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the anatomy. Fluoroscopic guidance should be used during manipulations of the savvywire. Care should be taken when the tip of the savvywire is positioned, moved or torqued in the ventricle.

Event description:
Opsens was informed on the 19th of august by the distributor that after balloon predilation, the wire kinked in the lv, when the wire was pushed to elevate the valve slightly, pacing became impossible, resulting in complete loss of capture. Physician then proceeded with an rv pacing wire. Subsequently, the wire was gently pulled back and then broke. Fortunately, it did so at the hub of the e-sheath allowing it to be easily removed with the shear and the patient was not at risk. The wire was discarded afterward.